Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported lock line knot. The reported physical resistance (difficulty removing the lock line) was due to the lock line knot. The reported off-label use was associated with using the mitraclip device for tricuspid valve repair. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: a mitraclip xtw (50422a1032) was inserted and placed on the tricuspid valve. However, while attempting to remove the lock line, resistance was encountered, and a knot was observed on the lock line. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50422a1024) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). To stabilize the clip, a third clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4, on a patient with curved septal leaflet. A mitraclip xtw (50422a1032) was inserted and placed on the tricuspid valve. However, while attempting to deploy the clip, a knot was observed on the lock line. Therefore, the clip was removed and replaced. A second clip, a mitraclip xtw (50422a1024) was inserted and deployed on the tricuspid valve. However, after deployment, the clip detached from the septal leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). A third clip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 2-3. It was noted that difficulties visualizing the clips during the procedure occurred. There were no adverse patient effects and no clinically significant delay in the procedure.